Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, a high ventricular rate episode was reported. Additional information was requested but is yet to be provided. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicates that the device has been reprogrammed to increase the sensitivity in order to resolve the issue. The patient was stable and will continue to be monitored.